Manufacturer narrative:
The customer did not indicate any impact to the patient. Patient calendar had missing tasks. Engineering investigated this issue remotely through code review and patient data; and determined that it is associated with a software defect. The issue occurs with the following steps: the clinician only saves the active patient's calendar 1 time; and the patient does not submit a measurement; the device attempts to generate an adherence flag. The software defect occurs. Two issues happen as a result of the software error: no adherence flag is generated for that day; and no task is generated 14 days later. A correction to the defect has been completed and is being implemented with customers.

Event description:
Customer reported that a number of patients have adherence flags that are for future dates. Those particular patients have calenders(patient measurement schedules) that look weird. With tasks missing or completely blank days). Customer compared to patients without future flags and those patients calendars appear as expected. The customer did not indicate any patient impact.